Event description:
Hospital biomedical staff reported that, nursing staff found the metal plate on the adult paddle adapter had fallen off. The reporter stated the loose plate was not found during use of the device on a patient.

Manufacturer narrative:
Medtronic replaced the paddle assembly. Process changes to increase the amount of adhesive to the electrode plate has been implemented.